Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield was returned stuck the phenom 27 catheter, within the inner pouch and outer carton, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The pipeline flex shield braid appeared to be detached from the pushwire the distal and proximal ends of the braid were found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be flattened from 3.5 cm to 14.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the pushwire was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, the resistance was observed at the damaged location. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end of the braid was found open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling it out as a potential cause. It is possible that the damage to the braid and severe vessel tortuosity contributed to the failure to open. Such damage can occur due to over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as damage was found on both the pipeline flex shield braid and the phenom 27 catheter. The observed damage to the catheter (flattening), braid (fraying), and hypotube (stretching), indicates that high force was applied. This damage may have resulted from the customer's attempts to advance the pipeline flex shield through the catheter while encountering resistance. Possible causes of the resistance include severe vessel to rtuosity and a lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the a lack of continuous flushing was used, ruling it out as a potential cause. In this event, a lack of continuous flush with heparinized saline may have contributed to the resistance issue. The customer report of "device opens prematurely" was confirmed, as the braid was found detached from the pushwire. Possible causes of the device opening prematurely include resistance during delivery, excessive force during delivery, over-manipulation, or rotating or pulling back the pushwire during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6 device coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was distal end of the pipeline which failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed twice before slipping off of the resheathing pad. It was noted that there was friction when advancing the pushwire in the distal end of the catheter. Continuous flush was administered and maintained during the procedure as indicated in the IFU. It was thought that the failure to open was likely due to the patient's excessively tortuous blood vessels as well as high friction during delivery and lack of support from the distal access catheter (navien). When the system was removed, the phenom 27 catheter appeared stretched. Ancillary devices: terumo introducer sheath, terumo 0.035 guidewire

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s, (lot: 230755173); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment, the pipeline flex with shield technology stent (ped2) was difficult to open at the end. The surgeon attempted to retrieve and redeploy it three times, but the stent slipped out of the resheathing pad so the stent could not be resheathed. The entire system was pulled into the non-medtronic intracranial access catheter. The ped2 and phenom 27 microcatheter were replaced with a new ped2 and phenom 27 to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) syphon aneurysm with a max diameter of 4.04 mm and a 4.2 mm neck diameter. The landing zone arterial diameter was 3.0 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was severe. Vascular access vessel diameter was 4.0 mm. Dual antiplatelet treatment (dapt) was not administered. The angiographic result post procedure showed stent had good open and wall position. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included neron max access catheter, neuron 070 intracranial access catheter, phenom 27 microcatheter, avigo micro guidewire, guide 35.